Manufacturer narrative:
(B)(4). The reported issue was confirmed. Per the user: they have no knowledge of patient infection that may be associated with the cooler heater, they defrost the ice block daily, there was no fault indicator lights illuminated, and the water was not cloudy or discolored. The field service representative (fsr) found the cardioplegia (cpg) pump head had melted and was leaking. The fsr removed the cpg pump from the another cooler heater unit and installed the pump into the cooler heater unit. The unit operated to manufacturer specifications and was returned to clinical use. No part will be returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was leaking. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.